Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User suffered an infection 1 month post implantation. Device was explanted on (B)(6) 2026.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection of the surgical wound with dehiscence in the early post-operative period. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. This is a final report.

Event description:
User suffered an infection 1 month post implantation. Device was explanted on (B)(6) 2026.